Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was inconsistent in the delivery of nutrition. Additional information was received stating that the incident occurred during patient use. The patient is a child and the parents take care of the device. The correct amount of formula was delivered, but the feed time fluctuated because there was an issue with the feed rate. Bolus feeds are set to 140ml for 1 hour but often finish in 30 minutes and occasionally it will take 2 hours. To accommodate this, they feed the patient 104ml more. There was no patient harm and no medical intervention required.